Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the case information, a conclusive cause for the reported patient effects of thrombosis and pseudoaneurysm, and the relationship to the product, if any, cannot be determined. The patient effects of thrombosis and pseudoaneurysm are listed in the electronic proglide instructions for use (IFU), as a potential adverse event associated with the use of the device. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date d4: the UDI is not known as the part and lot number were not provided. The additional patient effect of death and malfunctions reported in the article are captured under separate medwatch reports. Attached article, titled ¿efficacy and safety of percutaneous post-closure technique during the decannulation for veno-arterial extracorporeal membrane oxygenation.¿

Event description:
The article aimed evaluate the safety and efficacy of the post-closure technique using proglide device during veno-arterial extracorporeal membrane oxygenation (va-ECMO) decannulation. 170 patients underwent va-ECMO between january 2021 and june 2023. All patients had their femoral artery puncture sites closed using the post-closure technique upon decannulation. It was reported the proglide device experienced suture breaks and failure to achieve hemostasis, resulting in medication intervention. The proglide may have also caused or contributed to limb arterial thrombosis, pseudo-aneurysm, hematoma, manual compression, prolonged hospitalization, medical intervention, and death. The study concluded that the suture-mediated closure of the femoral artery during va-ECMO decannulation is a promising therapeutic strategy. Details are listed in the attached article, titled ¿efficacy and safety of percutaneous post-closure technique during the decannulation for veno-arterial extracorporeal membrane oxygenation.¿